Event description:
The facility reported to baxter that the "tpn" orders processed the previous day had not cleared from the main pane in logix cm. The customer confirmed that all of the orders were in a state of "completed" or "cancelled". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the software was not requested by baxter. The reported problem was confirmed. This issue is due to the customer's pc environment. The sequel servier agent (sql) was not running at the time of the event. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number. A follow-up report will be filed if any additional details become available.